Event description:
Caller reported an issue with the pump display, which affected their ability to interact with the device. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, and a replacement unit with updated software was sent. The customer was instructed to use multiple daily injections as a backup therapy and to place the malfunctioning pump into storage mode before sending it back using the provided return box and pre-paid label. The customer understood all instructions and requested a signature upon delivery of the new pump.